Event description:
It was reported that this right atrial (ra) lead became disconnected from the label boot resulting in lead damage. This ra lead was explanted and a new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed abnormalities. The fractured outer conductor coil was observed; fracture characteristics are consistent with a ductile fracture which appears the conductor was pulled with greater force than the conductor strength. Due to the fractured outer coil, the bond separation between the terminal assembly and the terminal boot insulation, and the inner insulation and acorn pulled distally, it is concluded that the lead was likely pulled to the point of fracture during the explant procedure. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead became disconnected from the label boot resulting in lead damage. This ra lead was explanted and a new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.